Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with procedural damage.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.